Event description:
It was reported that when a ventilator was turned on smoke came out of the graphic user interface (gui). The ventilator was not in use on a patient at the time the malfunction occurred. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and found a burnt capacitor verifying the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.